Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed september 29, 2014.

Event description:
Per the clinic, the patient has been a non-user of the device since (B)(6) 2004 (specific day not reported) due to unknown reasons. The implanted device remains.

Manufacturer narrative:
The implanted device remains.